Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer insulin pump alarmed button error. Customer¿s blood glucose was 8.5 mmol/l at the time of incident. Customer stated that there are no significant event leading to keypad anomaly was observed. Customer stated that the button was still unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Back arrow button functioned properly during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, texture damage keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, faded serial number label, cracked retainer, and minor scratched lcd window.